Event description:
It was reported to medtronic neurosurgery that the doctor had difficulty in getting the csf to drain from the distal end of the shunt prior to implantation. According to the report, in trying to prime the shunt, they was a leak between the delta chamber. According to the report, the patient is fine.

Manufacturer narrative:
The shunt was patent. It met requirements for the siphon, reflux, leakage, preimplantation and pressure-flow tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed in the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).